Event description:
It was reported that on the day of the report the reporter was turning the patient¿s implantable neurostimulator (ins) off for an electrocardiogram (EKG) at the emergency room (ER). She saw an out of regulation (oor) code and was unable to adjust stimulation. She turned the ins off and back on and the oor appeared to be cleared. The reporter noted that another oor screen appeared before (B)(6) and it was resolved with the patient programmer.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# v911920, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot# v761178, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).